Event description:
Surgeon requested the foley catheter. Prior to insertion, the balloon was checked and it stayed inflated. The catheter was placed in the patient. A short time later, the catheter came out of the patient and it was noted the balloon was deflated. The balloon was once again checked and it stayed inflated. The catheter was once again inserted into the patient, but the balloon deflated and the catheter came out of the patient. A new catheter was then inserted. There was no harm to the patient.